Event description:
The advocate stated her mother received a blood glucose reading of 26 mg/dl from the contour meter, was re-tested on a different meter by the paramedic and received 154 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting.